Event description:
The manufacturer received information alleging that a trilogy ev300 device did not pass prior to implementation of a field change order. No patient harm was reported, and the device was not in patient use at the time of the event. During evaluation of the trilogy ev300 device, the field service engineer documented that the device failed the active exhalation test. The field service engineer replaced the device's 3-way solenoid valve and proportional valve (aecm). After these replacements, all required tests passed.

Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer previously reported information received alleging that a trilogy ev300 device did not pass testing prior to implementation of a field change order. No patient harm was reported, and the device was not in patient use at the time of the event. During evaluation of the device, the field service engineer documented failure of the active exhalation test. The device's 3-way solenoid valve and proportional valve (aecm) were replaced. Following replacement of these components, the device passed all required testing. The removed 3-way solenoid valve and proportional valve (aecm) were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. Evaluation of the proportional valve (aecm) was unable to confirm the reported failure. Visual inspection identified no defects, and post-test evaluation on the trilogy evo multifunction test station demonstrated that the component met specifications. The pil concluded that the proportional valve operated properly. Evaluation of the 3-way solenoid valve confirmed the reported failure. Visual inspection identified no external defects. Post-test evaluation on the trilogy evo multifunction test station demonstrated that the component failed testing. Based on the investigation findings, the pil concluded that the 3-way solenoid valve did not operate properly due to suspected contamination. The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.